Manufacturer narrative:
The hook subcomponent was confirmed to be fractured. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there was one other similar event for the reported lot. Visual inspection: the device was returned with impaction marks around the holes of the body. The hook subcomponent (p/n: 1601-1105) was confirmed to be fractured. A material analysis performed for the same product, lot, and issue concluded that the device fractured in overload. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that while surgeon was doing a right total hip procedure, surgeon was broaching femur and the broach handle broke. No delay in surgery and no adverse consequence to patient or surgeon. Sales rep called back and stated that upon review of post op xrays, a piece from the broken broach handle was found on x-ray to be in the patient. Surgeon stated piece is too deep to attempt retrieval and opted to leave piece in patient.

Event description:
It was reported that while surgeon was doing a right total hip procedure, surgeon was broaching femur and the broach handle broke. No delay in surgery and no adverse consequence to patient or surgeon. Sales rep called back and stated that upon review of post op xrays, a piece from the broken broach handle was found on x-ray to be in the patient. Surgeon stated piece is too deep to attempt retrieval and opted to leave piece in patient.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.